Manufacturer narrative:
Explant date added. The explant date was inadvertently omitted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the lead diagnostics revealed multiple high impedances.in addition, the patient was experiencing ineffective stimulation. Reprogramming did not resolve the issue. The patient underwent surgical intervention to remove and replace the lead. The lead intraoperatively revealed invalid impedance. In addition the physician electively replaced the ipg to take advantage of new technology.